Manufacturer narrative:
Results: a sample was not returned for evaluation. A complaint history check revealed no similar incidents for reported lot number 6118626. Conclusion: without a sample, an absolute root cause for this incident could not be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
Discoloration was observed on the bd interlink¿ blunt plastic cannula when the packaging was opened.